Event description:
Pump declared altitude alarm 21 was reported. Value provided indicated that customer's blood glucose level did not exceed 500 mg/dl, confirming there was no adverse impact. Customer suspended insulin due to alarm condition, but after following instructions to clean speaker holes and reconnect cartridge, was able to resume insulin after a short wait, ensuring resolution of issue.